Event description:
Laparoscopy for bilateral tubal ligation. During application of falope ring around the left fallopian tube, it was severed and small amount of bleeding noted. Cauterization was attempted with the bipolar. Minimal blood loss. Discharged home same day surgery.